Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 23.6 mmol/l (425.2 mg/dl) and that the cannula was bent. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by patient with a correction bolus and consumption of a sport drink.